Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 06:59:44. During night drain cycle 16, the patient's ultrafiltration reading was 1369ml, indicating the home patient drained 914ml more than their maximum programmed fill volume of 1300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.